Manufacturer narrative:
Patient's weight was obtained via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR report#: 3006705815-2020-30489 follow-up revealed the patient's right lead was explanted and replaced to address the issue. Note: both of the patient's leads are being reported because it's unknown which device is the right side lead.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2020-30489. It was reported the patient has been receiving ineffective therapy. The patient's right lead was determined to be fractured. As a result, the patient's plans to undergo surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which device is the right side lead.